Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a lead fracture was discovered during a routine chest x-ray. It was noted that the ventricular lead impedance was greater than 2000 ohms in unipolar, and had been greater than 1800 ohms for the past few years. The patient would be monitored.